Event description:
During a clinic follow-up, a diagnostic anomaly regarding the longevity of the device was observed due to an alleged telemetry disturbance during the interrogation of the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.